Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 21-jun-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 08-jul-2024. [Additional information]: on 08-jul-2024, additional information was received. Per the information, ¿according to feedback [from] the sales and users, the inner package was unpacked on the condition that the outer package was intact. When unpacking the inner package, the force needed to open some part of the inner package reduced, which means some part of the seal may not be tight enough. No additional information can be provided.¿ updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6) . The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: one of the photos that accompanied the complaint file shows the inner pouch already opened. There was no uneven appearance observed on the seal. The rest of the device is not observed in the photo and cannot be evaluated. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8546183. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding an uptight seal of the inner package cannot be evaluated based on the picture provided, further inspections needs to be performed since no abnormalities were observed in the picture. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that before the start of an endovascular embolization procedure, after opening the intact outer packaging of the complaint device, a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 8546183), the force felt uneven when the inner pouch was being opened. The force to open some part of the inner package felt reduced. It was reported that ¿for fear of untight seal of the inner package, the device was not used in the patient.¿ a new device was used to complete the procedure. There was no negative patient impact. A photo was included in the complaint. On 07-jun-2024, additional information was received. Per the information, there was no uneven appearance observed on the seal. The integrity of the sterile pouch was not compromised. Nothing unusual was noted on the device packaging. The information also indicated that the device packaging is available for return. There was no damage observed on the 4.5mm x 22mm enterprise® vascular reconstruction device. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The enterprise system was found inside the dispenser hoop with no signs of usage. The pouch received was a nylon/tyvek pouch and only the nylon potion was returned. There was tactile evidence of uniform seal transfer around the entire portion of the sealing surface. The seal impressions/marks were visible on the nylon portion of the pouch where all seals were made. Complaint history search for product code enc452212, lot 8546183, found no similar events reported. The device history records (DHR) relative to the manufacturing, inspecting, and packaging of lot 8546183 were reviewed. The DHR indicates this product was final inspection tested at integer and was determined that the seal integrity was acceptable. Based on the information reviewed and the evidence obtained from the returned component, the customer complaint could not be confirmed, and there is no indication that the issue reported in the complaint is a result of a manufacturing defect. Therefore, no specific failure mode(s) and/or mechanism(s) could be identified. At the supplier, all pouch seals are 100% visually inspected (for voids, channels, etc.) For pouch integrity after packaging and sealing. A review of enterprise complaints in the supplier¿s complaint system related to ¿seal¿ was performed and found no other complaints for pouch seals. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages from leaving the facility. It should be noted that product failure is multifactorial. The instructions for use (IFU) contains the following warning: do not use if the inner package is opened or damaged. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.